Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump touchscreen had dead pixels. There was no patient involved.